Manufacturer narrative:
The customer replaced the reagent probe. The investigation is ongoing.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for one patient tested on a cobas 8000 c 502 module. The initial magnesium result was not reported outside the laboratory. The customer performed repeat testing with the sample on the same c 502 module. The patient's initial magnesium result was 1.776 mmol/l. The patient's repeat magnesium result was 0.892 mmol/l. The magnesium reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation reviewed the sample's reaction monitors and the initial magnesium result had an abnormal reaction curve. The investigation confirmed the repeat result had a normal reaction curve. A general reagent and hardware issue could be excluded. Based on the provided information, the investigation determined the issue was related to service maintenance.

Manufacturer narrative:
The magnesium reagent lot number was 627586 with an expiration date requested but not provided. The initial magnesium result was not reported outside the laboratory. The initial result was delta check flagged by the laboratory information system. The customer determined the repeat magnesium result was correct. The field service engineer performed a rinse water check of reagent probes. The reagent needles were flushed and the needles were straight and the adjustments were correct. He checked the cell rinse, detergent, and cell blank volumes in the cuvettes. He flushed valves 21 and 22 with chlorine and hot water. He found a suction needle did not spring, and the spring was stretched. He replaced the gear pump head. He flushed the reagent probe. He verified that qc was ok. The investigation reviewed the customer's calibration results and no abnormalities were found. The investigation reviewed the customer's alarm trace and sporadic abnormal aspiration alarms were found. There were no alarms at the time of sample measurement. The investigation is ongoing.